Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that loss of capture and low sensing were observed. Perforated was noted. The lead was explanted and replaced when repositioning was unsuccessful. There were no patient complications.